Event description:
The customer reported that all monitors were black and the keyboard was not working. The system was rendered unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.